Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not closing properly. Upon arrival, a field service engineer found that drawer 6 (full height legacy cubie) had failed but recovered easily. No issues could be duplicated during initial testing. All connections were reseated. Due to intermittent failures, drawer 6 (legacy fh cubie) was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 6 appears to not close properly. Constantly failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 6 appears to not close properly. Constantly failed. As per part investigation, it was determined that the customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative and imdrf annex c. Correction: section d unique identifier (UDI). Part analysis: the reported condition of the drawer 6 appeared to be not closed properly. Constantly failing and requiring pharmacy personnel to recover was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4): fse reported that full height legacy drawer 6 failed upon arrival but recovered easily. Fse could not replicate the reported issue at first. The issued drawer completed hta functional testing successfully. However, fse decided to replace the full height drawer 6 due to the ongoing failures. After replacement of hardware, the device was configured and tested. The device exhibited no further issues. During dchu visual inspection: p/n 136576-01: date code 24apr2017: no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. During dchu testing: p/n 136576-01: date code 24apr2017: no issues were observed with the returned drawer. The drawer was manually opened, and no resistance was observed from the drawer when attempting full extension. Additional hta testing found no malfunctions either. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.